Event description:
On (B)(4) 2012, the caregiver contacted global technical services (gts) regarding cloudy solution in drain bag. The caregiver stated the drain bag and solution in tubing was cloudy. On (B)(4) 2012, global pharmacovigilance (gpv) conducted follow-up with the patient's caregiver and peritoneal dialysis registered nurse. The following information was reported by a caregiver: in (B)(6) 2011, the patient began pd therapy. On (B)(6) 2012, the caregiver noticed cloudy solution in the drain bag. On (B)(6) 2012, the caregiver brought the patient to the clinic for evaluation. That day, peritonitis was diagnosed. The patient was not hospitalized. On (B)(6) 2012, the patient began a course of oral antibiotics (name unknown and dosage not reported), 2 pills a day to be taken for 14 days. It was unknown to the reporter what type of peritonitis the patient had, or what labs were performed. As of (B)(6) 2012, the antibiotic therapy and pd therapy were ongoing and the peritonitis resolving. There was no interruption in pd therapy due to peritonitis. It was unknown to the reporter if the peritonitis was related to the dianeal solution. The following information was reported by a peritoneal dialysis registered nurse (pdrn): cause of peritonitis was break in aseptic technique. On an unspecified date, the patient unhooked herself from the machine, and rather than put a cap on the pd catheter, she covered it with tape. In addition to the 14-day course of unspecified antibiotic, on (B)(6) 2012, the patient received one dose of vancomycin (dosage not reported) once ip in the clinic. The patient was not hospitalized for the event of peritonitis. As of (B)(6) 2012, cloudy drainage in the drain bag was resolved and peritonitis was resolving. The pdrn considered the events to be unrelated to dianeal therapy. She attributed the events to be a result of the patient's confusion, which ultimately led to break in aseptic technique. The pdrn declined to provide further information beyond that which she had already provided during this phone call. On (B)(4) 2012, product surveillance contacted the registered nurse (rn) regarding the cloudy solution in drain bag. The rn stated that the patient has contracted peritonitis due to a breach in the aseptic technique. No further information was provided. On (B)(4) 2012, product surveillance contacted the patient's caregiver regarding break in aseptic technique. The caregiver clarified that when the patient disconnected, she placed tape over her the transfer set (not the catheter as previously reported). She did not know if the patient had her transfer set replaced following this incident. She stated the patient is doing well. No further information was provided.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported that there was a break in aseptic technique. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. A batch review was not performed as the lot number was unknown.

Manufacturer narrative:
(B)(4). This complaint is against the transfer set, but the transfer set in use at the time of the incident was unknown. The sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. A follow-up report will be submitted if additional information becomes available